Manufacturer narrative:
Evaluation results: one level 1 trauma fast flow system was returned for investigation in used condition. Upon physical inspection the investigator noted the following: a damaged enclosure, a stripped interlock block, and a main block. The aforementioned components, along with the main block, were replaced as a result. The customer reported product problem (leaking) was confirmed. The product problem was attributed to normal wear and tear. This was identified as the root cause.

Event description:
It was reported that the unit had crack on the bottom enclosure and was leaking as a result. No patient injury or complications were reported in relation to this event.